Event description:
The customer reported that two of 10 packages were open.

Manufacturer narrative:
Pr (B)(6) initial emdr submission. A follow up emdr will be submitted if additional. Information becomes available. Device problem code: a020503. Patient problem code: f26.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: five photos and physical samples were received by our quality team for investigation. Upon visual inspection, it was observed that the pouches were open at the end opposite of the chevron shaped opening; therefore, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001330769 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. A corrective action project was opened to further investigate and address this issue. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text: see manufacture narration.

Event description:
The customer reported that two of 10 packages were open. Bdj received 2 samples whose package was opened. There was only one part in one of package. Regarding two returned packages the sealing was done properly. Please refer to attached photo. Sample will be sent.